Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, upon power-up, the ventilator screen remained blank. There was no patient involvement.